Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407458 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired due to a terminal arrhythmia. There was high impedance, high thresholds, and a polarity switch due to low impedance on the right ventricular (rv) lead. In addition, there was a rise in the impedance on the right atrial (ra) lead. No further information could be obtained.